Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received high and low readings while wearing the adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2018, customer obtained a sensor scan result of 202 mg/dl compared to a reader result of 121 mg/dl, in addition to sensor scan results of 90 mg/dl, 60 mg/dl and "lo" compared to reader results of 120 mg/dl, 120 mg/dl and 113 mg/dl. It was further reported that on (B)(6) 2018, the customer felt symptoms described as dizziness, sickness, "fading" and experienced a loss of consciousness. The customer was seen at the emergency and was diagnosed with hyperglycemia and treated with novorapid insulin and tresiba long-acting insulin, and glycosylated serum. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported the customer received high and low readings while wearing the adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2018 customer obtained a sensor scan result of 202 mg/dl compared to a reader result of 121 mg/dl, in addition to sensor scan results of 90 mg/dl, 60 mg/dl and "lo" compared to reader results of 120 mg/dl, 120 mg/dl and 113 mg/dl. It was further reported that on (B)(6) 2018 the customer felt symptoms described as dizziness, sickness, "fading" and experienced a loss of consciousness. The customer was seen at the emergency and was diagnosed with hyperglycemia and treated with novorapid insulin and tresiba long-acting insulin, and glycosylated serum. There was no report of death or permanent injury associated with this event.